Manufacturer narrative:
An event of resistance was felt while suturing the valve was reported. A returned device assessment, to see if there was any anomalies with the valve could not be performed as the device was not returned for analysis. It was indicated that the valve was retrieved and they decided to reduce the size of the valve. There was no tear was observed in the leaflets and suture cuff. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported event could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 24 october 2024, a 29mm epic plus mitral valve was chosen for a procedure. During procedure, while suturing the valve, the physician felt a resistance. The valve was retrieved and they decided to reduce the size of the valve. There was no tear was observed in the leaflets and suture cuff. A new 27mm epic plus mitral valve was chosen and completed the procedure. There was no adverse patient effect.